Event description:
Following completion of an epidural catheter placement dr had extreme difficulty removing epidural catheter. When catheter was dislodged it was discovered that a small piece of the catheter was missing. The dr ordered an x-ray and catscan. The piece was identified within the epidural space of the pt. Following consultation with neurosurgeon, magnetic resonance imaging, and mylogram the pt was discharged without further intervention.